Event description:
A center director reported ridges in bed after lasik flap creation, in some of the cases performed. Surgeon stated flaps were easy to lift and no outcome issues were noted. Further info was requested, but declined as surgeon feels there were no concerns with these cases.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).